Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. Before the procedure began the physician noted that there was a small pericardial effusion via echo. The procedure was started, the physician performed the transseptal puncture, positioned the was went up with the 27mm device. The device was deployed in the laa. The echo showed that the device was positioned a little proximal. The physician was in the process of doing an angiography shot when the blood pressure of the patient decreased. The echo now showed that the effusion had gotten larger. The physician decided that the device was not stable enough to be left in the body because it was very proximal and it was not compressed. The physician removed the device and came back through the right side. Protamine was given to the patient and a pericardial tap was performed. The blood pressure of the patient became stable. The physician pulled off about a liter of blood from the tap and decided to take the patient down to the operating room (or). The effusion was being handled and the patient doing well, but it was decided it would be better to bring the patient to the or. The patient went into surgery and the perforation appeared to be at the left atrial appendage so it was repaired. The patient is currently stable and doing well.

Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. Before the procedure began the physician noted that there was a small pericardial effusion via echo. The procedure was started, the physician performed the transseptal puncture, positioned the was went up with the 27mm device. The device was deployed in the laa. The echo showed that the device was positioned a little proximal. The physician was in the process of doing an angiography shot when the blood pressure of the patient decreased. The echo now showed that the effusion had gotten larger. The physician decided that the device was not stable enough to be left in the body because it was very proximal and it was not compressed. The physician removed the device and came back through the right side. Protamine was given to the patient and a pericardial tap was performed. The blood pressure of the patient became stable. The physician pulled off about a liter of blood from the tap and decided to take the patient down to the operating room (or). The effusion was being handled and the patient doing well, but it was decided it would be better to bring the patient to the or. The patient went into surgery and the perforation appeared to be at the left atrial appendage so it was repaired. The patient is currently stable and doing well.